Event description:
It was reported that during a prostate procedure, the fiber cap was damaged @ 19 minutes and 124,000 joules of use. The procedure was completed with a second fiber. Patient outcome: "no damages to patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The distal end of the glass cap/fiber is detached and not returned. The metal cap exhibits moderate char. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.